Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the tibial and talar components are loose. The patient was non-compliant after surgery and weight played a factor.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- there is clear loosening and subsidence visible tibially and in the talus as described by the surgeons' notes. There is radiolucence anteriorly and some migration visible. Bone substance seems poor and-following the clinical statements, postoperative weightbearing and weight (of the patient) seems to be a reason for the failure. Based on investigation the event occurred due to patient related factor i.e poor bone substance led to loosening and subsidence of tibial and talar component. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the tibial and talar components are loose. The patient was non compliant after surgery and weight played a factor.